Event description:
The recipient had erythema and fluid collection that developed into an infection at the incision site. The recipient was prescribed post-op oral antibiotics (augmentin) on (B)(6) 2015 however, the recipient's parents refused to administer the antibiotics. On (B)(6) 2015 the recipient was prescribed oral antibiotics (augmentin). The recipient was prescribed additional antibiotics (augmentin and rifampin) on (B)(6) 2015. The recipient developed purlent drainage on (B)(6) 2015. On (B)(6)2015 the recipient was prescribed bactrim and topical bactoban. The recipient experienced skin breakdown on (B)(6) 2015. The recipient's device was explanted. The recipient continues to be monitored.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device. This is the final report.

Manufacturer narrative:
The recipient was prescribed antibiotics 45 mg of augmentin two times a day on (B)(6) 2015. The recipient is reportedly healing well. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection system lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.